Event description:
It was reported that a sheath kink occurred. A left atrial appendage (laa) closure procedure was being performed on a patient with a chicken-wing shaped laa. A watchman access system (was) was positioned and a watchman laa closure device & delivery system (wds) were used. Upon recapture of the watchman device, the was sheath kinked. The physician aborted the procedure. It was reported there was no damage or patient complications.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6) hospital. Device evaluated by MFR.: the returned watchman access system was analyzed and the reported event of kink was confirmed. Visual and microscopic analysis revealed the sheath had kinks at 2.75cm proximal of the tip, 11.5cm and 37.5cm distal of the strain relief. No other damage or defects were found. The observed damage was attributed to procedural factors, such as forces put upon the device during insertion, advancing, and manipulation, as the most likely cause of the damage.

Event description:
It was reported that a sheath kink occurred. A left atrial appendage (laa) closure procedure was being performed on a patient with a chicken-wing shaped laa. A double curve watchman access system (was) was positioned and a watchman laa closure device & delivery system (wds) were used. Upon recapture of the watchman device, the was sheath kinked. The physician aborted the procedure. It was reported there was no damage or patient complications.

Manufacturer narrative:
(B)(6).